Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The information on initial reporter and site of the event were not disclosed in the health (B)(6) online database.

Event description:
A report was retrieved from health (B)(6) online database regarding issues involving improper flow or infusion, application program problem, and unspecified device alarm system. No further information was provided.